Event description:
It was reported that the patient experienced uncomfortable surges of electricity a couple times per day, sporadically. The patient underwent a revision procedure where the lead was repositioned. The patient was doing well post operatively.